Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was the pt mentioned they tried to adjust their settings on their controller and got relief in their legs, but the therapy did not reach their left foot where they needed the therapy. The pt said they had the trial in december and the trial was great, but now they were not getting relief. The pt said the pain was so much they could not sleep and were sleeping only when they were really tired. The pt said they just saw their healthcare provider (hcp). During the call, the pt adjusted therapy settings but were still not feeling therapy in their left foot. The pt felt therapy in their legs. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a manufacturer representative (rep). The rep reported that the hcp facility was going to remove the pt's scs system today; the rep just got a page from the hcp's office. The rep said the facility told them the pt said the stimulator was not working, and they wanted it out. Patient services provided contact information for another rep who worked with the pt to the rep who was calling and agreed to document the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.